Manufacturer narrative:
The case was completed successfully with the implant.

Event description:
Doctor notified miach on (B)(6) 2025 that the bear implant hydrated too quickly. Procedure was completed successfully with implant.